Event description:
It was reported that pump declared altitude alarm and insulin delivery was temporarily interrupted on a previous day, but insulin was not currently suspended. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin using original cartridge without replacement, received tips from technical support on preventing altitude alarms, and requested pump replacement due to loss of trust and other previously reported issues. Cts to replace pump. Customer will continue to use current pump.